Event description:
Customer reported she is not comfortable using the remaining pods because the others from the box had "no double beep before insertion." The customer stated her bg level was 600 mg/dl and had to be hospitalized (date of this event is unk). She thought her bgs were high due to possibly having the flu; she was diagnosed with diabetic ketoacidosis (dka). Insulet inquired about the pod's bg/insulin history, but the customer was at work and 'did not have all of the information." Insulet could not reach the customer for further discussion. We do not expect the product to return.

Manufacturer narrative:
No product was returned for evaluation. We are unable to confirm any malfunction that may have caused or contributed to the customer's dka. The omnipod's user guide instructs, after filling the pod, it will beep twice. After hearing the beeps, press next. The pod will only beep when filled with at least 85 units of insulin. If the pod has been filled with the correct minimum amount and the beeps are still not heard then users are instructed to contact customer care. The user guide warns, "if let untreated, severe hyperglycemia can quickly lead to dka. This can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your hcp for instructions on handling interrupted insulin delivery." The user guide further states, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." To treat dka, users are instructed to first check for ketones, if negative, continue treating for high blood glucose. If ketones are present, and are feeling nauseated then immediately contact an hcp for guidance. If ketones are present, but you are not feeling ill then it is recommended that users replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then immediately call an hcp. Product lot qualification records were reviewed and met all acceptance criteria.